Event description:
It was reported that a patient underwent a lap myomectomy procedure on (B)(6) 2026 and barbed suture was used. During the procedure, the patient underwent surgery by appointment for uterine fibroids. After the peeling was completed, the uterine wound was sutured. When using the suture, the suture broke and was immediately replaced. The suture status was repeatedly confirmed, and there was no abnormal bleeding. The patient recovered well after surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - how many devices demonstrated the alleged deficiency? --one device. - did this event contribute to any patient adverse event? If yes, please explain. --no.